Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer working as intended. The patient underwent an ipg replacement procedure. The explanted device will not be returned as the facility disposed of it.

Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer working as intended. The patient underwent an ipg replacement procedure. The explanted device will not be returned as the facility disposed of it. Additional information was received that the patient was doing well postoperatively.